Manufacturer narrative:
Initial.

Event description:
It was reported that the customer attempted to scan an existing freestyle libre 3 plus sensor, which returned a message that the sensor was already in use by another device; the customer was advised to start a new sensor and successfully initiated a replacement with a standard warm-up. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no impact to therapy. User support included customer interview, review of device use, and troubleshooting and education on sensor pairing behavior across devices. Investigation of this case revealed expected sensor-device pairing limitations when a sensor is initially started on a different platform, consistent with known interoperability behavior; no ilet pump malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related pairing error and sensor pairing constraints rather than a device failure.